Event description:
Customer reported that on (B)(6), 2012 his adc blood glucose meter's port seemed to be loose, noting "I had to wiggle the strips to get it to work". He further reported that "before I went to sleep the meter would not work so I gave myself insulin without knowing what my reading was, to base the insulin on". At 4:00 am on (B)(6), 2012 customer noted the following occurred, "I was on my way into the kitchen to test and passed out in the hallway". No third-party medical intervention was required. Customer self-treated by drinking apple juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. The meter powered on with button and insertion of cal bar. In addition, the meter did power on with insertion of strips. No power issue with the strip port was observed. No new issues were observed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.